Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was not reported whether the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with injection (inj) meropenem, 500mg in each bag (frequency not reported), inj amikacin, 250mg in night dwell, ip (intraperitoneally), inj xylocaine 2%, 5ml in one bag (frequency not reported), and injection heparin 2500 iu (international units) 0.4ml per exchange. At the time of this report, dianeal therapy was ongoing and the outcome of the peritonitis was unknown. No further information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.